Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of wire broken.

Event description:
It was reported to boston scientific corporation that an rx needle knife xl was prepared to be use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation the technician opens the packaging. It was noted that the needle knife would not extend and the wire at the handle of the device broke. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.